Event description:
The reporter stated it was noted that a haptic of an aq2010v three piece silicone lens was bent when the lens was removed from packaging. The reporter said the lens was received in this condition and not damaged during handling. No pt contact.

Manufacturer narrative:
(B)(4). Eval method - work order search. Results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and eval of the returned product, we were unable to confirm this complaint. (B)(4).